Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the implantable cardiac monitor (icm) stopped working for three months. Follow up attempts with the patient's clinic were not successful. The icm remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported by the patient's clinic that the implantable cardiac monitor (icm) was checked via remote transmission and had not stopped working. There were no issues identified with the icm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.